Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a fluid leak at the probe of the coulter ac.t diff analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) found a blockage in the tubing passing through valve lv8. The fse replaced the needle assembly and the tubing through lv8, which resolved the issue. The fse then verified the repairs per established procedures. The cause of the leak is attributed to a blockage in the tubing through vl8.